Manufacturer narrative:
(B)(4). No sample is expected to be returned. Without the actual complaint sample a full investigation cannot be carried out therefore we are unable to determine the cause for this specific event. Information of this nature is included in our database and monitored through trending.

Event description:
The customer reported that the tube had a leak in the pilot balloon that prevented the cuff from staying inflated. The trach was in use for approximately 1 day, and had to be replaced due to the leak. This was outside of the normal trach replacement schedule. The pt received another 8dct and is doing ok. The trach was pre-tested and inflated to 8-9 ml air using a stethoscope for assistance.